Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 59 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin that there was glass break during usage. The following information was provided by the initial reporter: customer problem: customer states tube are breaking during centrifugation steps taken with customer/troubleshooting: customer states tubes are centrifuged at 1650 rcf for 15 minutes with a break set to 0. Informed customer speed can be slowed down to 1500 rcf and time increased up to 30 min. Resolution achieved (y/n)? : quantity received and quantity affected: pending received; 2 tubes affected.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin that there was glass break during usage. The following information was provided by the initial reporter: customer problem: customer states tube are breaking during centrifugation, steps taken with customer/troubleshooting: customer states tubes are centrifuged at 1650 rcf for 15 minutes with a break set to 0. Informed customer speed can be slowed down to 1500 rcf and time increased up to 30 min. Resolution achieved (y/n)? : quantity received and quantity affected: pending received; 2 tubes affected.